Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11: 11 previously reported events are included in this follow-up record. Product return status: 11 devices were received.

Event description:
This report summarizes 11 malfunction events in which the device had a component detach. 5 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had the problem identified before clinical use/exposure; there was no patient involvement. 2 events had patient involvement: no patient impact. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 8 devices were received. 3 device investigation types have not yet been determined. Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device had a component detach. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact. - 1 event had insufficient information received.